Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "suddenly no flow value indicated" occurred during use. A getinge field service technician investigated the device in question. According to the communication grid from the getinge field service technician dated on (B)(6)2020 no flow value indicated could be confirmed and the drive was replaced with new drive with s/n (B)(6). Refer to communication grid in the complaint dated on (B)(6)2020 the customer received the new drive with s/n (B)(6). Due to import restrictions in china the repair of the rotaflow drive cannot be performed at manufacturer's (em-tec) site. The customer received a replacement drive. The rotaflow risk analysis version v06 (dms# (B)(4)) chapter h1.1.1.35 was reviewed on (B)(6)2020 with the following outcome: the most possible causes for the reported failure "suddenly no flow value indicated" could be determined as: malfunction of the flow measurement system: zero flow calibration failed incorrect flow measurement device used out of specification software error the reported failure "suddenly no flow value indicated" occurred during use and could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from (B)(6) that when the number of revolutions was 3000 on the rotaflow, there was suddenly no flow value indicating that the patient's oxygen saturation dropped sharply. After changing the rotaflow drive, the patient's condition was stable. No harm to the patient was reported. Complaint ID: (B)(4).